Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gastroscopy procedure, it was found that the black spot noise occurred and the image was not displayed. The user completed the procedure with the subject device. The field service engineer of olympus (B)(4) visited the facility and found the same phenomenon. There was no report of patient injury associated with the event.